Manufacturer narrative:
Describe event or problem: additional information. Patient identifier: (B)(6). Initial reporter phone: (B)(6). Date of birth: 1949. Initial reporter facility name: (B)(6). Device is a combination device.

Event description:
Regal clinical study. It was reported that thrombosis occurred. The patient underwent treatment with the eluvia trial device on (B)(6) 2018 as part of the regal clinical trial. The target lesion was in the left mid and distal superficial femoral artery (sfa) (proximal popliteal artery not involved) with 6mm proximal and distal reference diameter, 280mm of length and 100% stenosed. Pre-dilatation was performed using one balloon and the lesion was crossed subintimal. Two stents were implanted (6x120mm and 6x120mm). An additional non-bsc stent was implanted (6x40mm, because of residual stenosis. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, the patient experienced a target vessel occlusion. Stent thrombosis occurred in the eluvia stent (mid and distal sfa) and on the additional stent (distal sfa). The event is assessed as ongoing. It was further reported, on (B)(6) 2019, the patient was hospitalized to undergo intervention due to target vessel occlusion and stent thrombosis in the eluvia stent (mid and distal sfa) and on the additional stent (distal sfa). Pta and stenting were performed (target lesion revascularization). The event is assessed as resolved as of (B)(6) 2019.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter phone: (B)(6). Date of birth: (B)(6). Initial reporter facility name: (B)(6). Device is a combination device.

Event description:
(B)(6) clinical study. It was reported that thrombosis occurred the patient underwent treatment with the eluvia trial device on (B)(6) 2018 as part of the (B)(6) clinical trial. The target lesion was in the left mid and distal superficial femoral artery (sfa) (proximal popliteal artery not involved) with 6mm proximal and distal reference diameter, 280mm of length and 100% stenosed. Pre-dilatation was performed using one balloon and the lesion was crossed subintimal. Two stents were implanted (6x120mm and 6x120mm). An additional non-bsc stent was implanted (6x40mm, because of residual stenosis. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019, the patient experienced a target vessel occlusion. Stent thrombosis occurred in the eluvia stent (mid and distal sfa) and on the additional stent (distal sfa). The event is assessed as ongoing.